Event description:
It was reported that the patient went to the emergency room due to an hour long episode of non-stop myoclonic jerks. Patient returned back to baseline seizure rate during emergency room visit. Per the patient's caregiver, it was believed that the patient's seizure frequency has increased since the vns implant. Patient's caregiver additionally indicated that the patient hasn't been herself since vns implant. No additional relevant information has been received to date.